Event description:
It was reported that there was a catheter issue as there was a lump on the patient¿s back on the spinal incision. The location of the catheter issue was reported as the distal segment. Reportedly, a catheter revision was to occur but not yet planned. It was initially unknown if troubleshooting occurred or if the cause was determined. It was also initially unknown if the patient experienced any symptoms related to this event. At the time of the report the patient's status was reported as alive-no injury. It was then further reported that a catheter revision occurred on (B)(6) 2015. The catheter replacement decision was made at the time of surgery once the surgeon had opened the spinal incision. The surgeon removed the existing spinal portion of the catheter and replaced it with an 8782. The surgeon believed a purse string suture was not present from the first surgery which allowed the catheter to slide around which caused the lump in the patient's back. The catheter remained intrathecal. The catheter anchor was in place, however. The patient was noted to be unhappy as she thought she had a recalled pump. The representative and physician believed the patient¿s pump was working properly. This device system delivered morphine and bupivacaine. Additional information was requested to clarify the patient symptoms and current patient status. However, it was reported that no further information was known. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).